Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received a da vinci product to perform failure analysis.

Event description:
It was reported that during the procedure, a part detached from the large needle driver and fell into the patient. The surgeon was able to remove the piece without causing harm to the patient. The case was completed with a new instrument. Further information from the customer noted that the large needle driver instrument was used during the surgical procedure on (B)(6) 2025, though the reported event date was (B)(6) 2025. The instrument was inspected before use and showed no damage or anything out of the ordinary. Despite the inspection, the surgical team could not determine the cause of the instrument breakage or the fragment falling issue. The instrument was in use from the start of the case, and no functionality issues were noticed during the procedure. The needle driver did not collide with any other instruments or hard materials. Unfortunately, a fragment did fall inside the patient, but it was successfully retrieved. The instrument was removed with the wrist straightened, and no resistance was felt during removal through the cannula. The surgical staff also noticed no damage to the cannula after the event. All fragments were confirmed retrieved, placed on the mayo, and verified with a computed tomography (CT) scan. No additional surgical procedures were required, and the procedure was completed without incident. The patient has not returned to the hospital for any post-surgical complications related to a foreign object. The instrument is on its way back to intuitive surgical, inc. (Isi) for evaluation, although the fragment cannot be returned due to biohazard concerns. No photographic images or video recordings of the procedure are available for review by isi. On 05-aug-2025 the customer confirmed that the event occurred on (B)(6) 2025.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated fields: d9, h2, h3, h6, and h11. Device evaluation: the large needle driver instrument involved in this complaint was received and tested by failure analysis. The instrument was found to have a frayed grip cable visible at the distal end of the instrument.